Event description:
The user purchased and used one of covid test kit at home. The user tried to scan the qr code on the device and it kept saying error. The user typed in the serial number and it said error. It said it was not a valid kit. It is serial number (B)(4) and it expires 11/26/22. The user used both of the tests and both came back negative. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.